Manufacturer narrative:
The complaint was not confirmed. Analysis found all voltages to be within mfg specs. The unit was reworked by upgrading the software to version 3.02 per MFR rework instructions fscb-121. The generator was then cleaned, electrically checked, rf outputs checked, and current leakage tested as per svc test procedure.

Event description:
During a transurethral resection of the prostate, the sp generator was being used and it displayed error code 300 21 before completion. Rebooting did not clear the code, so the case was terminated. The pt was under anesthesia when they stopped the procedure and will need to return to have the procedure finished.